Event description:
Device complication: none. Time of complication: approximately 2-3 hours post procedure in 2006. Symptoms: sluggishness on one side. It was reported that during the carotid stent procedure a 5.5 mm rx accunet was used. But there was difficulty advancing the filter basket past the lesion. The filter basket was removed to load a buddy wire. Blood was noticed on the peel away sheath and the doctor was concerned that possibly a clot had formed inside the sheath; however, the buddy wire was loaded and the accunet was re-inserted and deployed. The rx acculink was then deployed without incident and the filter basket was retrieved and removed without incident to the patient. The patient developed stroke-like symptoms post-procedure as sluggishness on one side. No additional information was available.